Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon decided to use partial clamp to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.